Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was consistently beeping. Customer's reported blood glucose was above 250 mg/dl. Reportedly, the customer declined to provide additional information regarding the event.